Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018,that error on the receiver and is unable to start sensor session after not using receiver for awhile was reported. No additional patient or event information is available. No product or data was provided for evaluation. The reported event could not be determined. A root cause cannot be determined.